Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, it was confirmed that the amount of water remaining in the lens was large compared to other scopes. Replacing the button did not eliminate the symptom. The procedure was continued and completed. There was no report of patient injury associated with the event. The subject device was returned to omsc for evaluation. Omsc found that there were dirt and foreign material in the nozzle. The subject device had been reprocessed with manual cleaning and high level disinfection by oer-5.

Manufacturer narrative:
Foreign material was analyzed by ft-ir and silicones was detected. Peaks closely similar to dimethylpolysiloxane were confirmed. Edx analysis strongly detected iron, oxygen and silver. In addition, since silicon was detected, it was considered to be silica etc. From the analysis results, foreign material was considered to be rust from such as stainless steel. In addition, it was estimated that drugs such as antifoaming agents might be derived. The main component of antifoaming agents such as barros is dimethylpolysiloxane, and silicon dioxide seems to be included in the component. It was difficult to identify the origin of silver from this analysis. The manufacturing record was reviewed and found no irregularities. It was presumed that the foreign material in the nozzle was caused by the accumulation of dry residues such as antifoaming agents due to improper and insufficient cleaning.